Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 54740004530 and # 54740005530. (B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840004530 and 54840005530, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion with cbt at l1-4. Post-op the l2 vertebrae collapsed and the screws at l2 and l3 came out. The patient underwent a revision surgery. The surgeon commented that the patient's bone quantity was not well (yam: 40%) and the administration of forteo just started after revelation of l2 vertebral collapse. Thus, treatment strategy might have been inappropriate. No additional patient complications were reported.